Event description:
Additional information: it was reported by the lvad clinician that the pump was explanted for transplant. There were no problems with the pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: no vad related issues were reported. The patient underwent a routine transplant on (B)(6) 2019. The outcome on the device tracking form noted ¿yes¿ for device or therapy related; however, it was later reported that there were no problems with the pump. Per the vad coordinator, the device would not be returning for evaluation. No product was available for evaluation. Although no vad related issues were reported, the hm3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient received a heart transplant on (B)(6) 2019. The transplant was reported as routine; however, it was also reported that the transplant was device or therapy related. The pump was explanted but would not be returned.